Event description:
Procedure type: sigmoidectomy. According to the reporter: a leak was observed during air test intra-operatively. No delay to operating time, no tissue damage and no bleeding occurred as a result. A new instrument was used to complete the procedure. No pt injury was reported. No further pt details were disclosed.